Event description:
It was reported that the pt was implanted in 2008. It was also reported that there was inflammation at and around the pump site. The physician questioned a wound infection and started oral antibiotics but there was no improvement. Four months later, the pt began experiencing diaphoresis, increased muscle tone, increased tightness, and complained of not feeling well. Oral baclofen was started. The patient was admitted for a work-up due to more pronounced back pain, possible wound site infection, and withdrawal symptoms. Blood cultures were negative. X-rays of the system were also negative. A side port tap was done and cerebrospinal fluid (csf) was aspirated. A bolus was given through the pump with no effect. A repeat lumbar puncture trial with baclofen was performed and was effective. The physician determined that there was something wrong with the catheter and the decision was made to replace it. Due to the wound site inflammation, the physician decided to replace the pump with a 20cc and move it to the other side. It was noted that during surgery when the physician removed the connecting system there was good csf flow. Since the pump/catheter replacement (2008) the pt is doing okay. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
Results used for catheter. Since the catheter was not returned, no final conclusion could be drawn. Final device analysis results for the pump reveal - no anomaly found. Normal device function.